Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that an occlusion alarm occurred. The customer straightened out their infusion set tubing and observed no kinks or air bubbles with the pump supplies. Insulin deliveries were successfully resumed. Blood glucose level was 150 mg/dl.